Manufacturer narrative:
Device history record (DHR) review conducted: the device was released meeting all qa specifications. Device evaluated by MFR: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient underwent biopsy procedure on (B)(6) 2022. The biopsy was successfully completed, and the marker (s-mark eviva was deployed via an introducer in the breast. However, when images were checked, no marker was visible. Introducer and site marker were then removed from the breast. It was found that the site marker had visibly perforated the introducer. As decided by the radiologist, no second marker was not deployed, because the introducer was removed from the site. As reported, there was no patient injury/harm, but the patient was left without the biopsy marker in the breast. The patient will not return for another marker insertion.